Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting to fast, not charging, and resulted to unexpected shut downs. The customer¿s blood glucose was 144-208(mg/dl). A replacement pump was sent to customer. The customer will use multiple dose insulin for insulin therapy.